Manufacturer narrative:
Agar score infant: " infant (8)(6) 9/9; weight (B)(6) " as stated on sus voluntary report. Mother- infant discharged to home unspecified/incomplete event date 2019". No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient was admitted for induction of labor on (B)(6) 2019. The patient had an IV bag of "pitocin" "infusing". The rn entered the room and found the bag on free flow. The patient had received about 150cc's of pitocin. From a 500 ml bag with "30" "ng" of pitocin. The rn stated the "snap" clamp had been clamped "fast" the bag was immediately clamped and disconnected from the patient. Per investigation, the physician explained the decision for a stat cesarean section was due to the clinical situation and was not based on the pitocin infusion. Infant (8)(6) 9/9; weight (B)(6). Per md notes, uncomplicated post-partum course with mother and infant discharged to home on {b){6) 2019."